Event description:
The customer reported a blurry image involving an olympus gastrointestinal videoscope during reprocessing. There was no patient involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.